Manufacturer narrative:
The technician found the cause to be several bent pins on the nurse call cable. The technician replaced the nurse call communications cable to resolve the issue.

Event description:
The account alleged that the bed would not place a nurse call. No pt impact.